Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was reproduced during evaluation. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 321 which was reproduced during evaluation. The system error 321 was verified through a review of the event history log and found to be caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion and a system error 321 (link switch error (up)) during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.